Event description:
In 2006, co learned from post market quality that no product from this complaint was attainable.

Event description:
The doctor claims that during the procedure, the graft developed a longitudinal tear from the end into the wall during the anastomosis. Eventually, the anastomosis was completed successfully with some difficulties (specifics not reported at this time.) There was no injury to the pt. Based upon the information reported to co, the graft appears, at this time, to have been left in. In 2005, there has been no pt deterioration reported to co. Additional info received 8 days later: the name of the procedure is an iliofemoral crossed bypass. The graft was left in the pt and the procedure took much longer than it should have taken.